Event description:
The user facility reported that the temperature was not reading accurately; it was not correlating with other temperature readings. Upon removal of the catheter, it appeared that the probe was not positioned in the brain correctly and the physician stated that it had been sutured in place. Follow up between the integra clinical specialist and user facility provided: the user facility clarified that the reading was a negative number. Additional information has been requested of the user.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.